Event description:
A malfunction was reported by the customer, identified as malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within the normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappears, confirming understanding of the guidance.